Event description:
It was reported by physician that the right atrial (ra) lead and right ventricular (rv) lead exhibited out of range impedance measurements resulting in the lead safety switch feature on their pacemaker to change the polarity of the leads. No adverse patient effects were reported. As of today. The resolution has not been identified/reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).